Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On the morning of (B)(6) 2023, the patient experienced feeling hypoglycemic, sweating, and was almost nonresponsive. An ambulance was called by her co-workers and when the ambulance arrived, the cgm was reading 135 mg/dl and the blood glucose reading was ¿too low to read¿. The patient was given intravenous treatment at that moment but could not remember what type of treatment this was, but it was ¿sugar water¿. Besides this the patient was given food and was brought to the hospital. In the hospital another fingerstick was done and the blood glucose reading was 64 mg/dl. She was given 3 packs of crackers and some orange juice. 20 minutes later the cgm was reading 126 mg/dl and the blood glucose reading was 65 mg/dl. When the patient left the hospital on the same day, the blood glucose reading was 256 mg/dl. At the time of the report the patient still felt tired and weak. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.